Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to uninstall and reinstall the mobile app and monitor if battery depletion exceeded 35% per day, with a follow-up if necessary. Customer understood and acknowledged the instructions.